Event description:
The facility reports the resident was in a bath sling on the lift. The resident care assistant had raised the sling over the bathing tub and proceeded to lower the lift to align the arrows. When the resident care assistant released the control at the desired point to stop the decent, the mechanism failed, and the lift continued to descend with the resident on the sling. The employee pushed the emergency stop button, but the lift failed to stop. The employee summoned help and then removed the battery from the lift in an attempt to stop the descent. The lift did not stop, and the resident continued downward on the lift. The resident's feet bumped the base of the lift during descent. No injuries were reported, but the resident is under observation.